Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was 400 mg/dl with moderate ketones. To address the high bg, the customer changed the pump supplies and used correction boluses and insulin injections. After the alarms, the customer performed troubleshooting and no damage was noted to the cannula, insulin, tubing or cartridge. Although the customer had changed the supplies and used new insulin, the occlusions persisted. The customer reverted to using insulin injections to manage diabetes. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer planned on returning to pump therapy soon.